Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during surgery the torque wrench did not present an audible click during final tightening of the last set screw and therefore, it is unknown if the final screw was tightened properly.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was not returned for evaluation, and a thorough investigation could not be completed as the lot number has not been identified in this case. Since the torque limiting handle was retained by the hospital, no physical, chemical evaluation could be performed , and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during surgery the torque limiting handle did not present an audible click during final tightening of the last set screw and therefore, it is unknown if the final set screw was tightened properly.